Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed an unknown error message and failed to perform compressions was confirmed during the functional testing and the archive data review. Based on the archive review, the autopulse platform stopped compressions after displaying fault code 27 (encoder fault (>3000 rpm)) and fault code 34 (encoder failure), followed by the user advisory (ua) 45 (not at "home" position after power-on/restart) error message on the reported event date. The root cause for fault codes 27 and 34 was a defective encoder likely due to the normal wear and tear. The root cause for the user advisory (ua) 45 error was due to the drive shaft not being at "home position". The user advisory (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the drive shaft to its home position. However, in this case, noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance due to the normal wear and tear of the platform. This might have caused the difficulty for the user to pull up the lifeband completely before turning the device on. The autopulse platform is a reusable device and was manufactured in march 2008 and is almost 13 years old, well beyond the expected service life of 5 years. Upon visual inspection, the bottom and front enclosures at the screw wells area were observed with multiple cracks, unrelated to the reported complaint, and appeared to be the characteristics of user mishandling such as a drop. The bottom and front enclosures were replaced to remedy the observed issue. The archive data review showed the platform stopped compressions multiple times due to fault code 27 and fault code 34. The autopulse platform stopped compression due to the encoder indicating the drive shaft is turning too fast at a speed higher than 3000 rpm during compression due to a defective encoder. Further review of the archive found multiple user advisory (ua) 45 error messages. The platform failed the initial functional test with user advisory (ua) 45 error message, thus confirming the customer complaint. The encoder gearbox was replaced to address the fault codes observed in the archive. The clutch plate was deburred, and the drive shaft was rotated to the home position to clear the user advisory (ua) 45 error message. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with a serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed an unknown error message and failed to perform compressions. Per the incident report, the platform was set up on the stretcher for patient transport, however, failed twice during the patient's move to the ambulance. Following this, the crew immediately performed manual CPR during patient transport to the hospital, and care was transferred to the emergency room (ER). No consequences or impact to the patient. Per a reporter, upon return to the station, the platform was noted with the lifeband wrapped around the drive shaft. The shaft could not be rotated. The lifeband band was cut, but the shaft could not be rotated.